Event description:
Discordant chloride (cl) results were obtained on nine patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument, and corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode buffer seals and the dilution bowl nozzle. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.